Event description:
Boston scientific received info that the pt with this right ventricular (rv) lead presented to the emergency room (ER) with chest pain. Upon interrogation, there was no sensing or capture in bipolar configuration. The lead was checked in unipolar and intermittent sensing was noted; however, there was still no capture noted. The pt was sent for a chest x-ray which revealed a small pleural effusion. It was later noted that it appeared that the helix extended through the epicardium to the fatty tissue. The lead was reprogrammed to unipolar and the sensitivity was adjusted as the pt was not pacemaker dependant. A lead revision was performed, during which the lead was repositioned into the rv outflow tract. The physician will continue to monitor the pt's effusion. No additional adverse pt effects were reported. All available info indicates that this product remains in service. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.